Event description:
It was reported that during a surgical procedure at the user facility, the device ran without user activation after the trigger was released. The procedure was completed successfully using back-up equipment. No clinically significant delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.

Event description:
It was reported that during a surgical procedure at the user facility the device ran without user activation after the trigger was released. The procedure was completed successfully using back-up equipment. No clinically significant delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The reported run on was duplicated by a manufacturer repair technician through functional evaluation. Upon disassembly, corrosion was found in the trigger assembly which can cause the reported event.